Event description:
Medtronic received information that 37 months post implant of this bioprosthetic valve, the patient became symptomatic due to aortic stenosis. An echocardiogram showed an immobile posterolateral leaflet with increased gradient measurements. The device was explanted and replaced using a non-medtronic valve. No further adverse patient effects reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, sections of the leaflets had been excised. All existing leaflets were stiff due to host tissue on the outflow. All leaflets had been excised for histopathology samples. All commissures were intact. Tan, blood tainted thrombotic host tissue filled and stiffened the existing leaflets on the outflow. Brown discolored tissue in the aortic wall adjacent to all cusps is suggestive of prior hemorrhage or blood accumulation. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient-related condition. (B)(4).

Manufacturer narrative:
The facility noted the device would not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).